Manufacturer narrative:
Additional e1(initial reporter)- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cs300 intra aortic balloon pump (iabp) experienced an automatic inflation failure and drive valve group test failure.no patients were involved.

Manufacturer narrative:
Additional information: initial reporter name: (B)(6). Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) stated that the drive valve assembly test also failed. Fse replaced the drive valve assembly. The equipment has passed all factory-specified performance and safety tests. The equipment has been delivered to the customer and was ready for clinical use.

Event description:
N/a.